Manufacturer narrative:
Device evaluated by manufacturer: a samurai guidewire was returned for analysis. The core was fractured at about 20 mm from the distal tip of the wire, and the outer later pt coil and inner layer sus coil were also stretched in the direction of the wire tip from the middle brazing position. It was also observed that the fracture surfaces of the core and coil by electron microscopy revealed dimple characteristics of ductile fracture on both surfaces. The detached distal tip could not be confirmed as it was not returned.

Event description:
It was reported that device break occurred. A samurai guidewire was selected for use, as the procedure was finishing the samurai broke in two pieces. The detached samurai guidewire was retrieved from the vessel. The patient was stable, no patient complications were reported. It was further reported that the samurai guidewire was located between the intima of the vessel and the drug eluting stent that was previously placed. The detached wire was removed but the tip remained locked with the previously implanted drug eluting stent.

Event description:
It was reported that device break occurred. A samurai guidewire was selected for use, as the procedure was finishing the samurai broke in two pieces. The detached samurai guidewire was retrieved from the vessel. The patient was stable, no patient complications were reported.

Event description:
It was reported that device break occurred. A samurai guidewire was selected for use, as the procedure was finishing the samurai broke in two pieces. The detached samurai guidewire was retrieved from the vessel. The patient was stable, no patient complications were reported. It was further reported that the samurai guidewire was located between the intima of the vessel and the drug eluting stent that was previously placed. The detached wire was removed but the tip remained locked with the previously implanted drug eluting stent.